Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. The customer's observations of reactive results were reproducible during internal testing. Calibration and quality control data were reviewed and found to be within expected ranges. However, it was noted that dilutions with sodium chloride (nacl) can lead to false positive hiv antigen (hivag) results in the hiv duo assay. The root cause for the false reactive results in patients a and b was attributed to the hivag module. For patient c, the assay correctly identified a reactive result for anti-hiv-1. The investigation concluded that the elecsys hiv duo reagent was functioning as intended. It was recommended that confirmatory testing be performed for repeatedly reactive samples, and that samples be diluted using an hiv-negative serum matrix, such as hiv duo cal1, instead of nacl.

Event description:
The initial reporter alleged discrepant results with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 module for three patient samples. For patient a, the elecsys hiv duo assay generated a reactive result of 3.5 coi. Subsequent testing with polymerase chain reaction (pcr) and immunoblot methods yielded negative results. For patient b, the elecsys hiv duo assay generated a reactive result of 77 coi. Subsequent testing with pcr and immunoblot methods also yielded negative results. For patient c, the elecsys hiv duo assay generated a reactive result of 222 coi. Sub-results for this patient were hiv antigen (hivag) negative and anti-hiv (ahiv) positive. Confirmatory testing with pcr showed a high positive result of 1,460,000 copies/ml, and immunoblot testing was reactive for hiv-1 (gp120, gp41, p51, p31, p24, p17) and negative for hiv-2. The customer manually diluted the same sample using sodium chloride (nacl), which also generated reactive results in the elecsys hiv duo assay, with sub-results of hivag positive and ahiv positive. No medical decisions were made based on the elecsys hiv duo results, and no deterioration in the state of health was reported for any of the three patients.